Event description:
It was reported that 20 days post implant of the patient¿s new implantable cardioverter defibrillator (ICD) the patient went to the emergency room due to a suspected shock. The ICD was interrogated. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient probably received an inappropriate shock from their ICD due to atrial fibrillation (af) with rvr (rapid ventricular response) as an atrial arrhythmia was in progress at the time of therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implant date: (B)(6) 2020; 5076-52 lead implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.